Event description:
It was reported when using the bd vacutainer® one use holder, the device experienced the needle and holder separating. The following information was provided by the initial reporter. The customer stated: holder detaches from needle - causing risk for needle stick injury. Several users involved.

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer for investigation. Therefore, retention samples from bd inventory were evaluated and no issues were observed relating to detaches from needle as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode detaches from needle. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® one use holder, the device experienced the needle and holder separating. The following information was provided by the initial reporter. The customer stated: holder detaches from needle - causing risk for needle stick injury. Several users involved.

Manufacturer narrative:
In this MDR, bd corporate headquarters in (B)(4) has been listed as (B)(4) is an OEM manufacturing site. Medical device expiration date: unknown. Medical device lot#: lot 0000470777 does not exist for catalog 364815. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.